Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the ¿battery level low¿ alarm was most likely that the aic was disconnected from ac power for an extended period, indicating a user-related issue. No issue within the aic was found.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d brand name corrected.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller entered battery mode despite being permanently connected to the electrical current, then spontaneously returned to receiving electrical power. No patient harm was reported.